Event description:
A hospital in (B)(6) reported via a distributor that a leak was found in the expiratory tube of an rt236 infant dual heated evaqua breathing circuit during use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a distributor that a leak was found in the expiratory tube of an rt236 infant dual heated evaqua breathing circuit during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt236 infant dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected, pressure tested, and immersed in a water bath to test for leaks. Results: visual inspection of the evaqua expiratory limb revealed a hole, about located 335mm from the patient end connector. The pressure test result was out of specification due to excessive leaks. The water bath test revealed that the evaqua expiratory limb was leaking from the location of the hole. A lot check revealed no other complaints of this nature for lot number 121018. Conclusion: the evaqua expiratory limb appeared to have been punctured with a blunt object; however, we were unable to determine how the limb came to be damaged. All breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. (B)(4). The user instructions supplied with the rt236 infant dual heated evaqua breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb." (B)(4).

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt236 infant dual heated evaqua breathing circuit from the distributor. We will provide a follow-up report once we have received the complaint device and completed our investigation.